Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-05100. It was reported that both of the patient's rechargeable ipgs were unable to communicate with external devices. Surgical intervention may be undertaken at a later date to address the issue.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 wherein both of the ipgs were explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.